Event description:
It was reported that tip detachment occurred with a device fragment remaining in the patient. The 70% stenosed target lesion was located in the non-tortuous and moderately calcified anterior tibial artery. After a rubicon 14 support catheter was engaged, a 300cm straight tip v-14 control wire was inserted to the target lesion; however, the tip of the wire detached. The tip did not migrated and remained at the stenosis segment. The physician decided to leave the wire tip in the patient and did an angioplasty to impact the detached tip to the vessel wall. The rest of the guidewire was removed and completed the procedure with a 300cm short taper v-14 control wire. No patient complications were reported and the patient status was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned guidewire had the distal tip polymer jacket damaged. The polymer tip showed a separated section; and it remained attached to the core wire. The separated section was located approximately at 118 inches from the proximal end. The distal tip was found kinked. No more visual damages were found in the device. The outer diameter of the distal tip, middle section, proximal section and the overall length were within specification.

Event description:
It was reported that tip detachment occurred with a device fragment remaining in the patient. The 70% stenosed target lesion was located in the non-tortuous and moderately calcified anterior tibial artery. After a rubicon 14 support catheter was engaged, a 300cm straight tip v-14 control wire was inserted to the target lesion; however, the tip of the wire detached. The tip did not migrated and remained at the stenosis segment. The physician decided to leave the wire tip in the patient and did an angioplasty to impact the detached tip to the vessel wall. The rest of the guidewire was removed and completed the procedure with a 300cm short taper v-14 control wire. No patient complications were reported and the patient status was stable post procedure.